Event description:
Multi-system organ failure: a pt was grafted in 2002 with 192 epicel grafts, lot number ee00399. Pt expired one hour later from multi-system organ failure. The event was assessed as not related to the use of the epicel grafts. No further info is anticipated. MFR's comment: batch records for this pt were reviewed by quality assurance. There was no evidence of contamination associated with the processing of these tissues. No processing nonconformances were associated with this pt. Sterility test samples collected pre-release and final product release were negative for growth.